Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. The patient handbook also instructs the user to call their hospital contact right away if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a syncopal episode on (B)(6) 2025 and sustained a driveline tug. The patient was noted to be fluid overloaded and had an acute kidney injury (aki). An echocardiogram (echo) showed an ejection fraction of 25-30%, with the aortic valve opening with every beat. The patient's right ventricle size and functioned appeared normal. Inferior vena cava diameter 2.5cm. Left ventricular end-diastolic diameter (lvedd) 5.3cm at speed of 5200. The patient was noted to be diuressed. A computed topography (CT) of the abdomen/pelvis, driveline culture, and blood culture were all negative. The patient was discharged on (B)(6) 2025 with a 7 day coarse of doxycycline. It was noted the patient was implanted with cardiomems on (B)(6) 2025 at which time the patients ventricular assist device speed was increased to 5300.